Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number-serial number ((B)(4)) were returned and analyzed. The data files showed 9 applications were performed with a balloon catheter and 20 applications were performed with another balloon catheter on the date of the event. System notice (B)(4) ¿the balloon was deflated¿ unrelated to the reported issue was received. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. The compatibility issue was not reproduced with test mapping catheter. In conclusion, the balloon catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the mapping catheter sleeve could not be inserted into the balloon catheter and the "connector" broke in the process. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.